Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred during an ablation procedure to treat atrial fibrillation (a fib) and premature ventricular contractions (pvcs) during the procedure, ablation was successfully performed on the posterior wall of the left atrium (la) and the superior vena cava (svc) using the pulse field ablation (pfa) farawave catheter without any complications. The farawave catheter was removed from the patient while the faradrive sheath was left in the right atrium (ra). A non-bsc ablation rf ablation catheter was inserted via the faradrive sheath into the ra. At this point the fellow and attending preceded to advance the system into the right ventricular outflow tract (rvot) to the location of the targeted pvc site. The targeted site was eventually ablated for arrhythmia. Approximately, 103 seconds into the radio frequency therapy, a steam pop occurred at the site of the rf energy delivery. The physician reviewed ice and fluoroscopy image where cardiac effusion was observed along with hemodynamic changes. A pericardiocentesis was initiated. The emergency staff from the or and ep laboratory proceeded to perform life saving measures to help stabilize the patient's condition. The patient was admitted to the intensive care unit. The patient's date of death is (B)(6) 2025. The official cause of death was the rvot perforation with the non-bsc rf catheter due to steam pop. The device will not be returning as it has been disposed by the customer.